Event description:
It was reported that during an endovascular treatment, a balloon rupture occurred. An ipsilateral approach was used. The 100% stenosed lesion was located in the moderately tortuous and severely calcified right anterior tibial artery. A 3.0mm x 150mm x 150cm coyote balloon catheter was advanced to dilate the lesion. The initial inflation was to 10 atms. Upon second inflation at 12 atmospheres, the balloon ruptured. The balloon was removed intact. The procedure was completed with symmetry balloon. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was considered operational context as device performance was limited due to anatomical/procedural factors. (B)(4).